Event description:
It was reported that; nitinol sharp k wire broke off in vertebral body. Then k wire inserted with k wire drill, no tap, then screw placed over k wire after screw had passed pedicle and entered vertebral body. The k wire drill was placed on wire to remove. Broke off when backing k wire out of screw. About a 20mm clean break. Could not retrieve from the vertebral body. Placed screw adjacent to k wire. Left in patient.

Manufacturer narrative:
Method: device history review and device inspection. Results: manufacturing records for this product were reviewed and no anomalies were found. Visual inspection indicated; the returned instrument was returned and confirmed to have about 20 mm broken away. Conclusion: the probable root cause of the fracture is multifactorial.

Event description:
It was reported that; nitinol sharp k wire broke off in vertebral body. Then k wire inserted with k wire drill, no tap, then screw placed over k wire after screw had passed pedicle and entered vertebral body. The k wire drill was placed on wire to remove. Broke off when backing k wire out of screw. About a 20mm clean break. Could not retrieve from the vertebral body. Placed screw adjacent to k wire. Left in patient.